Event description:
Reportedly, the patient collapsed at home on (B)(6) 2021 and was not responsive. After 6 minutes, the patient got a CPR in the ambulance. His rhythm was in asystole, but he regained a spontaneous rhythm. The patient was transferred to the intensive care unit, where he was cooled. The patient passed away on (B)(6) 2021.